Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented via a merlin@home transmission showing nsrvo due to post-paced t-wave oversensing. The patient did not receive therapy during the oversensing. The oversensing was noted on a stored egm. Low frequency attenuation filter was programmed on. Programming changes were recommended and the patient was scheduled for an appointment to return and have those changes made.